Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# j11152r55, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain and failed back surgery syndrome. Drug information was unknown. It was reported that the catheter clogged in 2006. The pump and catheter were replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.